Event description:
The facility reported a flo-gard infusion pump with a constant, false occlusion alarm. This condition was discovered during bio-medical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4)

Event description:
Per the audiologist, the patient was experiencing intermittencies and static, causing headaches. The results of an integrity test indicated normal receiver stimulator function with multiple electrode anomalies. The device was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery.